Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient was hospitalized on (B)(6) 2026 due to hyperglycemia caused by bent cannula. The insertion site was abdomen. The blood glucose level was 550mg/dl and patient was treated intravenous (IV) infusion. Length of hospitalization is more than twenty-fours. Patient experienced vomiting, abdominal pain and cough at the time of hospitalization. No further information available.